Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4mmx40mmx146cm coyote es balloon catheter was advanced for pre-dilatation. However, during the second inflation at 6 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a coyote es balloon catheter. There were no patient complications reported.